Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all the functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The device audio beep did function properly. The insulin pump passed the self test and error alarm. No unexpected device rebooting during testing. However, the unit was received with loud motor noise during rewind due to faulty motor. Also, it was received with cracked reservoir tube lip, minor scratched lcd window, scratched keypad overlay, scratched reservoir tube window, scratched case and cracked battery tube threads.

Event description:
Customer reported that the insulin pump did not rewind properly and that he heard a growling noise. The blood glucose reading was 206 mg/dl. Nothing further was reported.